Event description:
I had a cormet hip resurfacing installed in (B)(6) 2009. Since then I had complained to my doctor that the hip was not right. I had pain in the hip all the time and could not walk right. I could never return to work because of the hip. The hip was in for almost 7 years. During the course of that time my cobalt and chromium levels skyrocketed. The levels for chromium were a 10.7 and cobalt were 6.9 because of the elevated levels and the pain in the hip. My doctor recommended that it be replaced which was done on (B)(6) 2016. The doctor said that the tissue around the hip was not good and looked like the hip was not functioning correctly like the hip was no good. I have suffered in pain for years and am now suffering because I had to go through a revision. Six months after the cormet was put in me, I started to develop severe intestinal problems, I went to 3 different gastrologists, had 3 or 4 colonoscopies, and not one of them could find anything wrong with me. They all tried several different medications but to no avail so I have been left with terrible diarrhea 4 or 5 or more times a day. It has been 4 weeks now since the cormet has been taken out of my body and I think I am starting to notice some subtle changes in my intestinal problems. I have suffered terribly from this device and know that I'm not alone and that other people have suffered also. Please this awful device needs to be looked at for recalling, my doctor alone has taken several of these devices out himself for the same reasons. Please act on this awful device now. I know you preapproved this device and now you need to recall this so other people are not hurt as I have been.